Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level was 207 mg/dl, which is within the normal range. The customer's insulin delivery was suspended due to the alarm, and technical support instructed them to remove obstructions from the speaker holes and clean the area. Despite attempts to resolve the issue by reconnecting the cartridge, insulin delivery could not be resumed. The customer was advised to load a new cartridge to resolve the issue and to contact support if the issue persisted. Additionally, tips were provided to prevent altitude alarms in the future.